Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, an alert for possible insulation break and high pacing impedance was noted. The lead was deactivated (B)(6) 2014 at the time of the event and there were no patient consequences.